Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested to determine if it was true atrial fibrillation (af) or noise. A boston scientific technical services consultant stated the episode showed an atrial tachycardia response (atr) in progress and noise on the atrial channel. The consultant explained it could be noise or the patient has fine af which is noisy in appearance. Review of the stored data identified the patient has had many atr events over the past four months which look like noise and are similar to the episode in question. Additionally, decreased atrial intrinsic measurements were noted. The clinical observations were discussed and documented. No adverse patient effects were reported.